Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to system noise. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient number of people in or other than patient: 1 estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot # rev. 2 : s/n(B)(6) h3: a hardware analysis of bi71000450 was initiated to determine the probable cause of the issue. Analysis found that they were unable to confirm reported complaint." Ps1 power supply was tested by using cba IV pro computerized battery analyzer pro. Bench test failed. No output voltage. The component was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4), UDI#: (B)(4). Internal analysis was done. The issue could not be confirmed or reproduced. The power supply was replaced preventatively and normal operation was confirmed with an operation test. Logs were received however analysis have not been done. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a cervical spine procedure. It was reported that when taking a 3d images, a "bang" sound was heard and imaging stopped. When 3d imaging was attempted again, 3d images could be taken normally and the operation was continued and completed safely. There was one unused dose of radiation. There was no delay to the procedure and no impact to the patient.